Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and / or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Nbir reported left deflation. The device has been explanted and replaced.